Manufacturer narrative:
The pump was received with a button error alarm and intermittent act and up arrow button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube or vibrator assembly during visual inspection. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump was exposed to hot tub and keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that she accidentally sat in tub. The customer stated that the display went blank immediately after pump exposure to moisture. Customer stated that buttons don't work. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that we are sending out replacement pump.